Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the tear in the cylinder was found. The cylinder and pump were removed and replaced. The cause of the cylinder tear was not explained in detail by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the tear in the cylinder was found. The cylinder and pump were removed and replaced. The cause of the cylinder tear was not explained in detail by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and functional tested. One cylinder had air between the inner tube/fabric and the outer tube where the cylinder bulged when inflated; however, no leak was found. The other cylinder had no leaks nor visible issues. The pump was visually examined and functionally tested, and no anomalies were found. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of cylinder tear.